Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis (fa) investigation confirmed the reported issue via remote fe and not replicated during in-house testing. The universal surgical manipulator (usm) was analyzed/tested on an in-house system in normal mode, and it did not trigger any errors. Additionally, the usm was further tested on a patient side cart (psc) fixture test platform (pftp), it passed all line 0940 and 0960 required tests. No fluid intrusion or contamination was found during visual inspection. As a precaution the carriage top plate will be replaced. The complaint regarding ¿instrument was stuck in the arm 3 instrument carriage¿ was confirmed based on failure analysis which indicated that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument stuck on the usm 3, an investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site to investigate the reported issue and replaced the usm 3 to resolve the reported issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the large needle driver instrument was stuck in the usm 3 instrument carriage. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the large needle driver (lnd) instrument was stuck in the universal surgical manipulator (usm) 3 instrument carriage. The customer removed the usm 3, instrument, and cannula from the patient prior to calling the intuitive surgical, inc. (Isi) technical support engineer (tse). The cannula was removed, but the instrument was still stuck in the carriage. The tse advised the customer about the manual instrument release process, and stated she would attempt to manually remove the instrument when possible. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.